Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a lapidus surgery the tip of the device broke when trying to remove a broken screw from the patient. All fragments were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage in the field.

Event description:
Update avoe 06-dec-2023: it was further reported that when the screw broke, it still protruded approx. 1 cm from the bone at a length of 44 mm. Update avoe 12-jan-2024: it was further confirmed that the screw could not be removed from the patient after the breakage.